Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received in an opened blister tray inside the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The intra ocular lens (iol) is misfolded in the nozzle, the leading haptic is straight and twisted. The product investigation could not identify the root cause for the reported complaint "haptic completely twisted and stuck to the optic". The lens and the haptic were observed to be misfolded in the device. Folding issues may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. ¿ if ovd has not been allowed to come to operating room temperature over a 20 minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A pharmacist reported that during the intraocular lens (iol) implantation surgery, the haptic was completely twisted and stuck to the optic. The surgeon opted not to implant it due to the risk of capsular bag rupture in small eyes. Hence the back-up lens was used to complete the procedure smoothly.